Event description:
It has been reported to us that during the procedure the inflation device was leaking and the patient had symptoms of bradycardia. The physician was performing direct stenting procedure. The physician connected the inflation device to the stent system. The physician attempted to inflate the balloon with the inflation device and the physician noticed contract leaking from the proximal end of the inflation device. The physician had partially inflated the stent and was unable to complete deployment and also had difficulty deflating. The physician exchanged the inflation device; however the patient had symptoms of bradycardia. The physician was able to stabilize the patient. The patient is reported to be fine.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device. An engineering analysis of the subject device will be performed upon receipt.